Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. It was noted that upper body muscle activation produced noise that was over-sensed. No additional adverse patient effects were reported. The ra lead was not manufactured by (B)(6). Currently, this ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).